Event description:
Dr., facility alleges pt had a reaction to the dialyzer. Pt complained of chills and went home and ended up in the ER. Problem was caused by a malfunction of the reuse water pump. Pt was released from ER in stable condition. No further complaints were reported.